Event description:
It was reported that the svc coil was broken and high impedance was observed. The device was reprogrammed to electrically abandon the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Two patient alerts for out of tolerance subthreshold lead impedance occured on (B)(6) 2013. The daily high voltage trend data shows an increase for svc defibrillation from 70 ohms to 254 ohms range between (B)(6) 2013. A 1084t competitor implantable pacing leads x2. A 4968 implantable pacing lead. A d354trg implantable cardioverter defibrillator. A 6937 implantable tachy lead. (B)(4).